Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the lens would not deploy. There was patient contact. Additional information was received stating that, the injector caused or contributed to the event as the tip that pushes the lens out was bent too much. It was fixed and now no issue with the injector. The surgery was completed using another lens of same model and diopter and there was no patient ham.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.